Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: observed, one opening assessed as fold flaw opening and one opening assessed as surgical damage. ¿ valve leak and/or damage: not observed. Additional observations: ¿creases are observed. ¿wear abrasion is observed. ¿brown particles in the fill channel were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "hole, non-specific" and "hole on valve side." Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "hole, non-specific" and "hole on valve side." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.